Manufacturer narrative:
The technician replaced the hydraulic manifold to repair the bed.

Event description:
Information received indicates the head of the bed is drifting down. The pilot and CPR valves have been replaced but the issue remains.